Event description:
It was reported that the caller did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no reported impact to the customer¿s blood glucose level. The customer planned to revert to using their old pump and requested assistance with the setup, but declined further troubleshooting for a piston retraction issue.